Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose 448mg/dl. Troubleshooting was performed. The basal and bolus matched the daily totals. The alarm history revealed multiple no delivery alarms. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further information was provided.